Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The t was reported that the t-2 implant dropped out of the shaft after the t-1 implant was deployed. The t-1 implant was removed from the patient. A backup device was available to complete the procedure. No patient impact was reported.

Manufacturer narrative:
Three devices were returned and not marked with individual complaint numbers or lot numbers. They were evaluated as a group. The lodged complaint is the same for all three: ¿t2 dropped off the shaft without pushing the grey button.¿ all three devices show twisting of the delivery needles. Twisting or bending of the needle track may encourage release of a t when not intended. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent as these have been the complaint condition can occur. None of the devices had either t or sutures returned for evaluation. All devices actuate and cycle as designed. Root cause for this complaint cannot be determined with confidence.